Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had received button error/keypad anomaly. The customer¿s blood glucose level was 257 mg/dl. The customer reported that they had stuck button alarm. The customer reported that they did not received failed battery. The customer was advised to monitor pump and call if problem persists. The insulin pump will not be returned for analysis.